Manufacturer narrative:
No unexpected alarms were noted for a compromised force sensor system. The insulin pump passed the displacement test, rewind test and basic occlusion test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 225 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.